Manufacturer narrative:
The device has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500 mg/dl with large ketones, extreme thirst, and excess urination associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Troubleshooting determined that the cartridge was not being used per instructions for use, as the user was over/under cycling the cartridges. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.